Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 187 mg/dl. She retested using another meter and received a reading of 103 mg/dl. The difference between the reading falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not provide any add'l info before ending the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determine the MFR date without the meter info.